Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The contrast, up, and ok buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up arrow and ok keypad buttons would stick and required multiple presses to elicit a response. The patient denied damage to keypad and reportedly wore the pump in a pocket. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.